Manufacturer narrative:
(B)(4). Report source: (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. The product was likely conforming when it left zimmer biomet control. The complaint could not be confirmed; a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that when the customer opened the sterilization packaging of this product, a cushioning material of white polyurethane in the sterilization packaging tray and the polyethylene bag of product was also damaged. Attempts have been made and no further information has been provided.